Event description:
Provider spoke with(B)(6) in customer service (B)(6) to advise that one of the footplate hinges were bent on the chair. Provider hung up before any additional information could be obtained.